Event description:
The product was used during a thoracotomy procedure. Reportedly, the instrument misfired. The surgeon reloaded the instrument with a new cartridge and the same condition occurred. The surgeon resected the tissue at the application site and converted to an open procedure to correct the condition. The hosp has reported the pt's condition as satisfactory.